Manufacturer narrative:
A root cause could be determined with the information provided. The calibration and quality control results did not indicate an issue. The alarm trace did not show anything remarkable at the time the discrepant result was pipetted and measured. The assay performance check results were not available.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable troponin I stat (tni) result on their e411 analyzer. The patient's initial tni result was 6.40 ng/ml and it was reported outside the laboratory. The patient had a second sample drawn and the result was <0.100 ng/ml and it was reported outside the laboratory. The patient's initial sample was repeated and the result was <0.100 ng/ml. The tni reagent lot number was 160804 and the expiration date was not provided. It is unknown if the patient was adversely affected by this event. The cause of the event has not been determined yet. The investigation is ongoing.